Event description:
Related manufacturer reference number: 2017865-2021-26540. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. It was noted that the patient was dependent. The physician decided to prophylactically explant the device. During the procedure, the physician noted that the right ventricular lead exhibited insulation deformation. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.